Event description:
It was reported that this right ventricular (rv) lead with the pacemaker exhibited oversensing of myopotential noise that led to pacing inhibition. The patient experienced asystole for less than 2 seconds. Technical services (ts) recommended programming changes to reduce the oversensing and pacing inhibition. This lead and pacemaker remain in service. No additional adverse patient effects were reported.